Event description:
Baxter received a report of leakage being observed. There seemed to be a pinhole in the tubing. The transfer set had been used for 3 to 4 months. The actual sample was available for evaluation. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: one used transfer set with a cap on the spike and no cap on the patient connector (no titanium adapter returned) was received into the lab in reference to the leak. The transfer set was functionally hand tightened to a lab titanium adapter without difficulty. The transfer set was tested under water at 8 psi with a leak noted from a cut approximately 3" from the sleeve in a closed position. The complaint was confirmed in the lab for a leak.